Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during cardiac event. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The device was subsequently returned to the customer.